Manufacturer narrative:
(B)(4). No complaint sample was returned by the customer; however, the customer provided two photos for evaluation. One pic displays a used spring wire guide (swg) still inside of the swg assembly. A kink was observed in the swg body. The other picture displays the distal end of the swg. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit describes suggest techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint of a kinked swg was confirmed based upon a visual examination of the photos received. However, no sample was returned for evaluation. Without the device to evaluate, the probable cause of the kink could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the spring wire guide stuck in the advancer. The physician used another spring wire guide and it again kinked.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the spring wire guide stuck in the advancer. The physician used another spring wire guide and it again kinked.

Manufacturer narrative:
(B)(4). The customer supplied two photos showing the guide wire retracted within the advancer tube with a kink in the body. The guide wire shows evidence of use in the images. The customer also returned a single guide wire for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have several kinks at various locations along the body. The distal j-bend was slightly deformed but intact. White stress marks were observed on the advancer thumb guide. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 22, 230 and 246 mm from the distal tip. The length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Significant resistance was met when advancing the kinked portions of the guide wire through the insertion components. The undamaged portions advanced with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations along the body. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the spring wire guide stuck in the advancer. The physician used another spring wire guide and it again kinked.